Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that the handset would get stuck at 90% and after a few minutes it would get connected and it happened every time they were trying to connect. The patient also mentioned seeing the tutorial screen. The agent walked the patient through disabling the tutorials and clearing the data within the settings. The patient then tried connecting to the myptm again and stated that they were able to get connected without having any issue.

Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.